Event description:
Customer reportedly obtained results of 4.9 inr and 4.8 inr on the coaguchek xs system while a comparison lab returned as 3.1 inr. No action taken on device result. No adverse event reported. Requested return of suspect system and replacement was sent.